Event description:
Initial result for a patient tsh was 0.04. When repeated, the result was 1.3. When the account reviewed their records they found 4 similar incidents over the last month. The incorrect results were not used to guide therapy. The field service representative found the sample probe was misaligned and repaired the instrument by realigning the probe.